Event description:
The device was used during a tfc fusion cage explantation. Reportedly, the cages were removed due to extreme pain and pseudoarthrosis. The hosp has reported the pt's condition is satisfactory.